Event description:
The initial reporter contacted shiley to report that a pt's bjork-shiley conical disc aortic heart valve was replaced. Upon f/u, the initial reporter indicated that the mitral and tricuspid valves were replaced. According to info subsequently rec'd from the initial reporter, the triple valve replacement surgery was due to "severe stenosis of mitral valve prosthesis, a moderate degree of the aortic valve, moderate insufficiency of the tricuspid, and a saccular aneurysm of the ascending aorta". The pt survived the surgery.